Event description:
It was reported that during a procedure using the quantum 2 controller, the controller displayed an error message and would not function properly. The facility turned the controller off and then back on with the same result. The procedure could not be completed, as the facility had no back up device. No info was provided regarding the rescheduled procedure. No pt complications were reported as a result of this event.